Event description:
Healthcare professional reported "capsular contracture" baker grade unknown. Capsular contracture was treated by capsule removal, same device was placed back in patient. Patient is currently experiencing capsular contracture baker grade ii/iii". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Event description:
Healthcare professional reported "capsular contracture grade ii/iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device remains implanted.